Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cracked occlusion sensor. The event occurred during preventive maintenance inspection. There was no patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
D9: device returned 12 september 2024. H3: one device was returned for repair with complaint that device had a cracked occlusion sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history logged 656 downstream occlusion alarms. The alarms occurred during infusion. Visual inspection found a cracked downstream sensor seal. The seal is part of the downstream sensor assembly. The downstream sensor was not damaged though. The downstream was tested and occluded with a pressure of 14.5 psi. The upstream seal was in good condition. No repairs were performed.